Event description:
The customer reported via phone call that the sensors were not sticking properly. The customer also stated that she may be allergic to the sensor tape. Blood glucose level at the time of the incident was between 300 mg/dl and 500 mg/dl. The customer was advised to consult her doctor and will not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.